Manufacturer narrative:
Eua (B)(4). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1292069. Medical device expiration date: 2022-10-14. Device manufacture date: 2021-10-19. Medical device lot #: 1189936. Medical device expiration date: 2022-07-31 . Device manufacture date: 2021-07-08. . Medical device lot #: 1278415 . Medical device expiration date: 2022-10-20. Device manufacture date: 2021-10-05.

Event description:
It was reported that while testing with the bd veritor ¿ sars-cov-2 & flu a+b, 3 false positive flu results were obtained. Confirmatory pcr testing was performed and the results were negative. There was no report of patient impact. Eua (B)(4). The following information was provided by the initial reporter: there have several instances of false positives and false negative results over the course of the last few weeks. 1st occurrence - cov2 = pos ; flu (a or b was not indicated) = pos --> pcr = cov2 - pos ; flu (a or b was not indicated) - neg 2nd occurrence - cov2- neg ; flu (a or b was not indicated) - pos ---> pcr = cov2 - pos ; flu (a or b was not indicated) - neg 4th occurrence - cov2 - neg ; flu (a or b was not indicated) - pos ---> pcr ---> cov2- neg ; flu (a or b was not indicated) ¿ neg.

Event description:
It was reported that while testing with the bd veritor ¿ sars-cov-2 & flu a+b, 3 false positive flu results were obtained. Confirmatory pcr testing was performed and the results were negative. There was no report of patient impact. Eua(B)(4). The following information was provided by the initial reporter: there have several instances of false positives and false negative results over the course of the last few weeks. 1st occurrence - cov2 = pos ; flu (a or b was not indicated) = pos, pcr = cov2 - pos ; flu (a or b was not indicated) - neg. 2nd occurrence - cov2- neg ; flu (a or b was not indicated) - pos, pcr = cov2 - pos ; flu (a or b was not indicated) - neg. 4th occurrence - cov2 - neg ; flu (a or b was not indicated) - pos, pcr, cov2- neg ; flu (a or b was not indicated) ¿ neg.

Manufacturer narrative:
H.6. Investigation:: this memo is to summarize the investigation results regarding the complaint that alleges false positive when using bd veritor¿ sars-cov-2 and flu a+b (material # 256088), batch number unknown. Bd quality performs a systematic approach to investigate false positive complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation could not be performed as no batch number was provided. The reported issue was unable to be confirmed. There are no current trends against false positive. Bd quality will continue to closely monitor for trends. There were no corrective actions taken at this time. H3 other text : see h.10.